Manufacturer narrative:
Investigation summary: evaluating the sample provided by the customer, it is possible identify scale missing. The potential causes for the problem are barrel jam on feeder. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. Bd was able to duplicate or confirm the failure mode indicated by the customer. Investigation conclusion: were evaluated the records of the batch and the evaluation of the sample provided by customer. Evaluating the sample provided by the customer, it is possible identify scale missing. The potential causes for the problem are barrel jam on feeder. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. Bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: during the batch production there were no records of occurrences are related to this defect, however after the analysis of the sample it is possible confirm scale missing. After this evaluation, it can be affirmed the potential cause for the scale missing was a barrel jam in the equipment. When the jam occur at the pin that positions the cylinder for marking, the next piece falls on the feeder belt and is sent the barrel without marking to the assembly step. That jam is inherent to the manufacturing process.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were missing from a bd plastipak¿ 1ml syringe with 27g x 1/2" needle before use. No injury or medical intervention.